Event description:
The dentist reported a fractured screw.

Manufacturer narrative:
Visual inspection shows the screw fractured at the threads portion. Heavy/general signs of usage can be seen, the hex part looks slightly stripped. No other damage was noted. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined. Added event problem codes, added aware date, additional information and device evaluation boxes checked, device evaluated by manufacturer? Changed no to yes. Added evaluation codes.